Manufacturer narrative:
Concomitant medical product: 6947m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected far field r-wave oversensing was noted on the right atrial (ra) lead. A device check was performed, the implantable cardioverter defibrillator system function was verified and the ra lead remains in use. No patient complications have been reported as a result of this event.